Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-feb-2021. The most recent information was received on 19-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of eczema ('eczema of the ear canals') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced eczema (seriousness criteria medically significant and intervention required) and headache ("regular headaches"). In 2020, the patient experienced vulvovaginal pruritus ("vulvar itching for 1 year"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the eczema, vulvovaginal pruritus and headache outcome was unknown. The reporter provided no causality assessment for eczema, headache and vulvovaginal pruritus with essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of eczema ('eczema of the ear canals') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced eczema (seriousness criteria medically significant and intervention required) and headache ("regular headaches"). In 2020, the patient experienced vulvovaginal pruritus ("vulvar itching for 1 year"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the eczema, vulvovaginal pruritus and headache outcome was unknown. The reporter provided no causality assessment for eczema, headache and vulvovaginal pruritus with essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.